Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp with stenting procedure performed on two days prior (female patient, age and weight are unknown). According to the complainant, the device would not deploy, the inner sheath prolapsed out of the side port. The procedure was completed with another wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Product analysis confirmed that it was not possible to deploy the stent from the returned device. Dissection of the shaft and withdrawal of the inner lumen revealed that a break had occurred in the inner lumen at the skived area. No issues were noted with the device or deployed stent that would have contributed to this occurrence.